Event description:
The pt's husband reported his wife's blood glucose reached 1.9 mmol/l (34 mg/dl) and that she was unconscious so he had a hospital staff come to the house. Upon their arrival she was given sugar water and in a couple of hours later her bg rose to 5.2 mmol/l (94 mg/dl).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria.